Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, trunnion wear was noted. The accolade tmzf stem, 36 +5 lfit v40 head, poly liner, and trident shell were revised to a restoration modular stem construct, femoral head, liner, and trident ii shell. Rep reported the primary shell was well-fixed at the time of revision. There are no allegations against the shell or the liner. The rep was able to obtain the explants and some documentation, and reported nothing further will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding disassociation of the head from the stem and trunnion wear involving an accolade stem was reported. The event was confirmed based on the x-ray provided. Method & results: -product evaluation and results: the wear observed on the hip stem trunnion is consistent with the taper lock breaking loose between the femoral head and the hip stem trunnion. A ridge was observed around the bottom of the proximal side of the female taper. Adhered material was observed on the head taper and the insert articulating surface. Eds showed the stem was consistent with an astm f1813 alloy, the head consistent with an astm f1537 alloy, the trident shell is consistent with an astm f136 alloy and the on-growth coating is consistent with an astm f67 alloy. The adhered material on the head was consistent with biological material, a corrosion process, and material transfer. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms trunnion disassociation; need primary and revision operative reports, clinical and past medical history. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event was confirmed based on the x-ray provided and analysis of the returned devices. The clinician has indicated that the root cause could not be confirmed based on the medical records provided, however, it is noted that the femoral head mated with the accolade stem was identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, trunnion wear was noted. The accolade tmzf stem, 36 +5 lfit v40 head, poly liner, and trident shell were revised to a restoration modular stem construct, femoral head, liner, and trident ii shell. Rep reported the primary shell was well-fixed at the time of revision. There are no allegations against the shell or the liner. The rep was able to obtain the explants and some documentation, and reported nothing further will be released by the hospital or surgeon.